Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 row c was failed to detect on the communication bus. The field service engineer (fse) inspected and reset all connections and thoroughly cleaned out trash and debris from the entire unit. After reassembling all components, the fse powered on the station to begin testing. The customer was able to perform recovery and successfully use the application without any malfunctions. Later, the fse found that drawer 2.2 on the auxiliary unit had a broken rail on the left side. The damaged drawer was successfully replaced with a new enhanced half-height drawer. Following the replacement, the fse reconfigured the station's storage space by assigning the drawers accordingly. The customer tested the functionality, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.